Event description:
It was reported that merlin.net transmission showed high, out of range pacing impedance on the right ventricular lead. All other electrical measurements were normal. Remote monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.